Event description:
Caller tested 5.5 inr on the coaguchek xs system while a comparison lab returned as 8.8 inr. Patient was treated with platelets. No adverse event due to the device reported. Requested return of suspect system, however, the suspect strips have been discarded. Replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.